Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized for 2 days due to diabetic ketoacidosis (dka) vomiting and high blood glucose (bg) levels of 16 mmol/l (288 mg/dl) while wearing the device. The patient experienced issues with the omnipod personal diabetes manager (pdm) and was not able to communicate with the pod to control the hyperglycemia delivering bolus. At the hospital, the patient was placed on an intravenous (IV) of insulin, fluids and given oral medicine to treat the nausea.